Manufacturer narrative:
The events of seroma and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, infection, and seroma.

Event description:
Patient relative reported right side infection¿, "infection began there was a sore on incision", ¿mercer infection¿, ¿rupture¿ with ¿fluids all around¿, ¿breast exploded¿ with ¿brown coffee-like liquid¿, "redness¿ and ¿pain", and ¿tissue expanders was in for 10 months." The device has been explanted.